Event description:
Induced myopia. A director reports an incorrect treatment plan was entered and the pt was treated for a +4.00 instead of a -4.00. During the data entry, the minus sign was omitted and the resulting treatment was +4.00. The physician, speaking for the operating surgeon, stated the surgeon does not feel the laser was at fault and that it performed correctly. The pt was retreated and at the one week post-enhancement, the pt was "doing very well". No further info was provided.

Manufacturer narrative:
Determination of root cause: assessment: a log file review indicates the laser was operating to product specifications during the time of this pt's surgery. There were no system generated errors or messages. A review of the complaint database showed no similar complaints have been received for this laser system in the 12 prior to receipt of this complaint. Conclusion: the root cause of this event was determined to be a data entry error. (B) (4)